Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Is it unknown if a manual or the automatic handpiece was used based on the description. A viscoelastic was indicated which is not qualified for the reported cartridge use. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation.

Event description:
Consumer provided an update on her status, event did not improve.

Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A consumer reported she was seeing halos 5 weeks after a bilateral intraocular lens implant. The consumer could not drive in the evening or at night. The consumer also noticed the halos when watching television and from sun reflections on cars. Additional information has been requested but not received to date. This is one of two reports being filed for the same patient. This report is for the patient's right eye.